Event description:
Related manufacturer reference number: 2017865-2023-94992 related manufacturer reference number: 2017865-2023-94994 it was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture and poor sensing, and the atrial lead exhibited decreased p-wave amplitude sensing. A chest x-ray was performed and identified that both leads were dislodged and that the pacemaker had migrated. Both leads were explanted and replaced and the pacemaker was repositioned on (B)(6) 2023. The patient was in stable condition.